Event description:
During installation, the device unexpectedly displayed an indication that battery backup power was being used, event though the device was supplied by ac power. When ac poer was removed, the device did not switch to battery backup. There was no reported adverse consequence to the patient as a result of this event.